Event description:
Impella pump was on patient and device failed. Screen went blank, and then received message "attempting to boot a hard drive" followed by a page of computer code. Abiomed customer service number immediately called. Cardiologist notified, and able to secure an alternate device from the cath lab to replace malfunctioning pump. Manufacturer response for abiomed impella controller, (brand not provided) (per site reporter). Not known at this time.